Event description:
It was reported, an expired teflon tube (not an implant) was used during the case.

Manufacturer narrative:
Device will not be returned. Additional info has been requested and if received will be provided on a supplemental report.